Event description:
We use syringe medline 3ml polypropylene for investigational medical product injection. A small dirt has been found in the syringe. The syringe is normally sterile; 2 syringes in 2 weeks have been found. No use because we saw the issue before using.